Manufacturer narrative:
Additional information: components in use listed as concomitant devices are: so118p / prospace xp implant 5° 8x8.5x22mm. Sj210r / prospace peek insertion instrument. So118p / prospace xp implant 5° 8x8.5x22mm. Sj210r / prospace peek insertion instrument.

Event description:
Country of complaint: (B)(6). When inserting, the product was broken. Upper side of the product was cracked caused by coming off from the instrument (B)(4). The procedure was done by using same size product after removing the complaint product. The customer confirmed that no fragments were remained inside patient. No injury for the patient was reported. Surgery time delay is currently unknown. Component in use listed as concomitant devices are: so118p / prospace xp implant 5° 8x8.5x22mm. Sj210r / prospace peek insertion instrument.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx-600 d digital microscope. Panasonic dmc tz8 digital camera. We mad a visual inspection of the complained implant. The described cracks are easily visible. We made a microscopic investigation of the coupling surface on the left and right side of the implant. Here we found impacts, caused by the insertion instrument. Those impacts have the same angle like the snapped off parts of the implant. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume, that the damage on the implant was caused by levering the insertion instrument. The impacts on the implant are a sure hint for this assumption. The IFU points our to avoid levering. A material defect or manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When inserting, the product was broken. Upper side of the product was cracked caused by coming off from the instrument sj210r. The procedure was done by using same size product after removing the complaint product. The customer confirmed that no fragments were remained inside patient. No injury for the patient was reported. Surgery time delay is currently unknown.